Event description:
The customer reported via phone call that he had high blood glucose and that the insulin pump had a delivery anomaly. The customer did not know the blood glucose reading. The customer stated that when he gave himself a bolus, the insulin pump was bolusing improperly. The customer stated that he did not feel comfortable with the insulin pump, stating that issue had been ongoing. He stated that he had already done troubleshooting for the issue previously, although no records of this troubleshooting could be found. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The insulin pump was programmed with a wizard bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No delivery anomaly or bolus wizard anomaly was noted. The insulin pump was received with normal operating currents, and no unexpected off no power or low battery alarm noted. The unit had minor scratched liquid crystal display window.